Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the implant was returned, but not in the original package. The part was verified to be a hahn tapered implant 4.3 mm x 10 mm ((B)(6)) using radiographic template ((B)(6)). The returned implant had no defect or non-conformity. The threads and internal features were intact. Bone debris was observed from the implant. A locator abutment 3.5mm x 5.0mm ((B)(6)) was also returned which was not mentioned in the complaint. There was a visible deformity on the apex of the abutment. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: the packaged stock product is not applicable for review since no defect or non-conformity was observed from the returned product. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. In this case, the physician stated the patient has a history of smoking. Smoking is known to inhibit local wound healing and may affect survival of implants. Smoking has a strong influence on the complication rates of implants. It causes significantly more marginal bone loss after implant placement, increased the incidence of peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa, and increased resorption of peri-implant bone), and affects the success rates of bone grafts. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Manufacturer narrative:
The patient's weight was not recorded by the customer. The device has been returned. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed. The implant was placed on (B)(6) 2018 at tooth location #8. The patient returned on (B)(6) 2020 complaining that the implant felt loose. After examination, the doctor noted that the implant was loose in the bone, and there was loss of osseointegration with the implant. It was at time the implant was removed. The patient is currently reported to be in good condition. The patient has type ii bone quality, and has a history of diabetes and smoking. There was no abnormality noted with the implant itself.